Event description:
Reporter alleged obtaining discrepant blood glucose values of 500 mg/dl back to back with a result of 181 mg/dl, when testing was performed within 10 minutes on the advantage system. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.